Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and performed system test drive and found errors c-00, m-18, and m-11 occurring on erbe. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) that the erbe unit continued to fault with errors c-30, m-11, m-18, and c-38 even after using brand new energy cables and rebooting the unit. The user replaced the erbe generator with a third-party energy device to continue with the procedure as planned. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and large number of m-11 c-38, c-30, m-18 errors logged. M-19 error logged, c-37, m-02 logged. Fa inspection was able to confirm and replicate the reported event; unit tested on system, presents c-38 error on mono 2 coag. Errors self-clearing, phantom touch input discovered via tp display service routine. C-00, m-02, m-19, m-11 errors in erbe logs. The probable root cause of this issue is attributed to faulty electrical component inside the erbe generator.